Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to perform a system check, where it was discovered the customer had reportedly been using the same cartridge and infusion set for over 3 days on the mobi pump and failed to properly cycle the cartridge. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and educated the customer to properly cycle the cartridge before use. The customer replaced the necessary pump supplies and resumed insulin therapy.